Event description:
End user reported that he developed a red raised heat rash under the stomahesive mass in scattered areas, which was not uniform in appearance.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated he saw wound ostomy continence nurse who prescribed nystatin powder to be applied to the area. The end user also stated he removes the appliance, washes with water and a soft cloth and dries skin well, then applies new pouch. A lot number of the device could not be obtained. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.